Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked retainer, fading serial number label

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received change battery alert and then after changing battery insulin pump had blank display. Customer was not calling after receiving new battery cap. Customer reported that the contact on the battery cap was not missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.